Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4) , implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative (rep) reported high impedances were measured at contacts 4, 7, 11, 12. The rep was able to program around the affected contacts to achieve coverage. The issue resolved. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Impedance measurements were reported, which included values of 22380, 31180, 36470, and 40000.